Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had fell previously and the device stopped working. The device was explanted and replaced on (B)(6)2019. There was no patient death or injury. The patient recovered without sequelae. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a fall about two years prior and they lost efficacy of their stimulation. Troubleshooting had included changing programs and amplitudes, reprogramming, and finally a system replacement. The surgeon removed the existing lead and ins, replaced them on the opposite side, and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.